Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 1037007-2020-0086. As the device was not returned to the OEM for evaluation, a conclusive root cause could not be determined. A review of DHR records provides no suggestion that the manufacturing process contributed to the proposed reported failure as the device met all final release criteria prior to shipment. This includes passing functional checks as listed in the inspection procedure. Due to device having passed all functional tests and having no visual abnormalities and evidence of device being inspected by manufacturing prior to being shipped to the customer by DHR evaluation, it is unlikely the unit left the factory damaged. Therefore, the damages incurred may have been a result of transportation or use. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported that the device screen disappears during use. There was no patient involvement on this event. No user injury reported.